Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log files contained events from 18feb2026 through 19feb2026. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had low voltage alarm on (B)(6) 2026 morning. It was noted to have damage to black power cable. No other alarms were reported. Of note, the patient at this time was not on anticoagulation due to subdural bleeds. Rescue tap was applied on the damaged part of the cable. No low voltage events seen in the log files but did see some periods of persistent pulsatility index (pi) events throughout the log.